Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was left in the car and became warped/curved and would not fit in the pump. Blood glucose information was not available as cartridges were only used for demonstration purposes and not insulin therapy.